Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (1) force sensor bridge test error and (2) base task debilitated alarm. The force sensor bridge test error was not replicated even though the reading was out of specification. The count was measured at 23 when the value should have been in 30s. The zero value was -0.40 pounds. The base task debilitated alarm was not reproduced. The force sensor bridge test error occurred because the pump was damaged. The damage was attributed to the customer. A user interface issue was established as the root cause. The entire plunger head assembly, including plunger tube and plunger cable, were replaced to address the product fault.

Event description:
It was reported that the medfusion pump exhibited the following system failures: force sensor bridge test, and system advisory; base task debilitated. No patient injury or complications were reported in relation to this event.